Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports while transferring blood into a blood tube, the needle broke.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.